Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure of a 29mm sapien 3 valve, the commander delivery system with valve perforated through the 16fr esheath+ and also through the iliac artery. Additional information received indicated there was difficulty withdrawing the system. A surgical cutdown was required to withdraw the delivery system with valve. The iliac perforation was treated with a covered stent and the case was aborted.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2022-06367. The investigation is ongoing. Devices were discarded.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery of the patient's anatomy was provided and showed there was tortuosity and calcification present in the patient's access vasculature. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Per the IFU/training manuals, the insertion force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If the insertion force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2cm. Additionally, the IFU/training manual states the transcatheter heart valve (thv) can be retrieved through the sheath before deployment. It is noted that if the thv needs to be retrieve, do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for difficulty withdrawing delivery system with valve through the esheath+ was unable to be confirmed as the device was not provided for evaluation. A manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the event. Additionally, a review of the IFU and training manuals revealed no deficiencies. Per event details, 'there was difficulty withdrawing the system.' The provided imagery of the patient's anatomy revealed that calcification and tortuosity were present in the patient's access vessels. Per the IFU/training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance during withdrawal. Tortuosity can create sub-optimal angles that can lead to non-axial alignment of the delivery system and/or crimped valve with the sheath during withdrawal. Additionally, as the valve remained crimped on the balloon during retrieval, it could get caught on the esheath+ tip which would further contribute to the withdrawal difficulties. Although a definitive root cause was unable to be determined, available information suggests patient factors (calcification and tortuosity) and procedural factors (withdrawal of crimped valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.